Event description:
Reportedly there were suture scissors in the kit instead of straight cut scissors. Physician was performing the procedure and nicked the head of the penis. No medical treatment required.